Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, the patient's mother reported leakage at the patient's infusion set site. Therefore, they did not discard the reservoir, but changed the site. His blood glucose level was 10.9 mmol/l at the time of the event. Reportedly, the site location was patient's buttocks. No further information available.